Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, one week prior to the receipt of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1000 milligram, frequency, route and duration not reported), injection amikacin (120 milligram, frequency, route, and duration not reported) and magnex (2 grams, frequency, route, and duration not reported) for the event. At the time of this report, the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.